Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The insulin pump had intermittent button response noted during testing due to flattened dome switch on the esc and down arrow buttons. The device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for high blood glucose levels. Customer could not get a reading. Customer stated that the pump was running slow and she wanted to check her settings. Customer was treated for 4 hours at the hospital and was wearing the pump at the time of the hospitalization. Customer was also hospitalized on (B)(6) 2015 for high blood glucose levels. Customer was treated overnight and was wearing the pump at the time of the hospitalization. Customer stated that the battery have only been lasting a week. Customer stated that the pump was slow going from screen to screen. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.